Event description:
After 3 months of implant, decrease in sensing and an increase in threshold were observed. The decision was made to replace the sense/pace portion of lead. Defib portion remains active.

Manufacturer narrative:
Na